Event description:
The mother of the end user reported that her child was hospitalized in (B)(6) 2014 with a fractured ankle. The mother stated that the users feet hit the foot plate, fracturing the left ankle. The user was placed in a cast as a result. Invacare consumer affairs talked to the users mother and obtained more detailed information. The alleged injury to the users foot was from her mom transferring her from the bed to her chair, she banged her foot on the footplate. Again, the chair did not malfunction, she ran into the footplate during transfer. Mother will work with her daughters doctor and the dealer to find the best chair for her daughters needs to assure her daughter is safe. No malfunction of the product but filing an MDR based on the serious injury.